Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead impedances are decreasing and that the impedance in unipolar was higher than in bipolar. The atrial lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.